Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2008 (B)(6), 6947 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had non-capture due to patient anatomy and had been programmed off. During a routine device change out the lv lead was capped and not replaced. No patient complications have been reported as a result of this event.